Event description:
It was reported that the customer was hospitalized due to high blood glucose over 400mg/dl. The customer experienced vomiting, diabetes ketoacidosis, and ketones. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.